Event description:
Pump continued to run, forcing 2000-3000cc of fluid in knee during arthroscopy. It ruptured patient's quadriceps. Surgeon was trying this newer pump, and used it at 100mmhg, same settings he uses with the older arthroscopic pump. Pump was removed, and same tubing was used with another pump to complete the case. Tubing was discarded. This device is used for treatment.

Manufacturer narrative:
Investigation has been initiated. Device has been sent to manufacturer for evaluation. A follow up report will be submitted upon completion.